Manufacturer narrative:
Corrected data: b5, d2, d3, h2.

Event description:
Follow up report to address corrected manufacturing site information.

Manufacturer narrative:
One magnetic extension 10 pin, ensite x diagnostic catheter cable was received for evaluation. All functional pins met specifications during electrical testing; however, when tested with a test box, no continuity was detected on pin 4. Further investigation determined pin receptacle inserts for pin 4 were no longer in the distal connector plug, consistent with the intermittent continuity detected and the reported event. The receptacle pin detachments were determined to be supplier related. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Abbott will continue to monitor this issue.

Manufacturer narrative:
UDI related data quality updates only. Additional information: d4, g3, h2, h11.

Event description:
During an atrial tachycardia procedure, communication issues requiring troubleshooting measures resulted in a procedural delay. The cable was replaced and the procedure was completed with no adverse consequences to the patient. When the catheter was inserted into the heart and connected to the tactisys and the direct connect cable, it was noted that the se indicator remained red, and the catheter navigation could not be displayed in voxel mode. The catheter was replaced and the ensite was restarted, but with no resolution. The direct connect cable was replaced and the procedure was completed with no adverse consequences to the patient.